Event description:
The iab failed. This was the only info at the time of the initial report. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. On 4/24/97, datascope received the following info. Brown flecks were noted in the tubing. The dr. Was notified and the patient went into vtach and went on the expire. The contact stated that the patient's death was not directly related to the iab failure. Event complications: unk - reported 3/3/97; none - reported 4/24/97. Patient's current status: expired - rpt'd 4/24/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738.